Event description:
Early 80¿s male with history of squamous cell cancer of the left upper lobe, lung. Procedure: bronchoscopy, thoracoscopy, video thorascopic left upper lobectomy and mediastinal lymph node dissection. When the stapler was reloaded with staples, the staples would not place right in tissue and hold, they caused tearing and bleeding. This required additional suturing. Another lot number of staples were used in the same stapler and successfully implanted. No further harm known to patient. Manufacturer response for staple, implantable, echelon flex (per site reporter) will obtain. Manufacturer response for staple, implantable, echelon endopath (per site reporter) will obtain.

Event description:
Early 80¿s male with history of squamous cell cancer of the left upper lobe, lung. Procedure: bronchoscopy, thoracoscopy, video thorascopic left upper lobectomy and mediastinal lymph node dissection. When the stapler was reloaded with staples, the staples would not place right in tissue and hold, they caused tearing and bleeding. This required additional suturing. Another lot number of staples were used in the same stapler and successfully implanted. No further harm known to patient. Manufacturer response for staple, implantable, echelon flex (per site reporter). Will obtain. Manufacturer response for staple, implantable, echelon endopath (per site reporter). Will obtain.